Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
We are encountering difficulties with trocars with balloons. Several times a surgeon had to deal with issues of leakage of the balloon and/or burst of the balloon. He must fix the balloon with threads to be sure it is maintained. There was no patient injury.